Manufacturer narrative:
An evaluation of the device cannot be performed as the device was implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "there was a clear oily residue on the lip of the inner package. The femur was prestine, it was only on the package. Surgeon decided to implant."